Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their sensor readings. The customer states the sensor alarmed for low blood glucose and went into threshold suspend. The customer states their blood glucose level was actually 150mg/dl. The customer states their levels had been as high as 450mg/dl. The customer's sensor reading was 248mg/dl. The customer declined to troubleshoot at this time.